Event description:
On (B)(6) 2026, a customer reported one elevated blood lead test result associated with the leadcare ii system. The customer reported the event to technical services (ts) on march 24, 2026. Leadcare ii result was 3.9 ug/dl; confirmatory test was <1.6 ug/dl. Quality control testing was performed on (B)(6) 2026. Both control levels were within the established target ranges (level 1: 9.2 g/dl [target range 6.2-12.2 g/dl]; level 2: 27.3 g/dl [target range 23.7-31.7 g/dl]) technical support requested a copy of the confirmatory test results and assessed the customer's capillary blood collection and testing procedure. The customer reported the following procedure: hands were washed with soap and water and allowed to air dry, followed by cleansing with an alcohol pad. A lancet was used, and the first drop of blood was discarded onto gauze. A capillary tube was filled to the indicated line without air bubbles while held appropriately. Excess blood was removed from the exterior of the capillary tube prior to dispensing the sample into the treatment reagent tube using the provided plunger. The sample was mixed by inverting the tube 8-10 times and then applied to the sensor using the dropper provided in the kit. No additional information has been received from the customer to date.